Manufacturer narrative:
The tech found the right head brake caster was out of adjustment. He adjusted the brake caster to repair the bed.

Event description:
Info received indicates the brake will not hold.